Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Csr called the end user and he stated that the chair was switching modes on it's own.